Event description:
The device was successfully inserted on the second attempt. Then the pt complained of feeling warm and became diaphoretic and pale and loss consciousness. Pt was put on the floor to maintain an open airway and staff called 911. The rn checked the pt's pulse and respiration and they were not present. Rn removed catheter when pt loss consciousness and proceeded to initiate CPR protocol. The pt self revived before compressions or breaths were given. He took two breaths and stated, "I feel better now." The pt was responding appropriately and was transported to the hospital where another similar device was successfully placed and the pt was discharged home. The physician stated, "this was a vaso vagal response."